Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device showed signs of improper maintenance and storage based on evidence of insect infestation. The device was deemed beyond repair and not recommended for patient use. The device was sent back to the customer without repairs. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and did not power on. There was no patient harm or serious injury reported as a result of this incident.